Manufacturer narrative:
The device is not available to be returned. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unknown date. The customer reported a primary plumset, prepierced y-site, 0.2 micron filter, pe-lined light-resistant tubing, distal microbore tubing, 104 inch with unknown list number and unknown lot number that leaked chemo at the filter. There was a patient involvement and no harm reported.